Manufacturer narrative:
Evaluation of the returned sampled determined that the unit produced straight shots due to a small piece of wire being lodged in the tip. Wire lodged in the tip occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was reported that the device is misfiring. Upon receipt and preliminary evaluation on 07/20/2007, device was found to have wire in the tip which causes straight shots, an MDR reportable malfunction.